Manufacturer narrative:
Findings: the insulin pump had a motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the displacement test. Unable to perform the occlusion test, prime/compromised force sensor test and occlusion test due to motor error alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. No broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a delivery anomaly. The insulin pump's piston was not pushing insulin and reservoir connection was broken. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.